Manufacturer narrative:
(B)(4). Approximate age of device: 1 year, 4 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to hospital for elevated lactate dehydrogenase (ldh) level of 807 u/l which was up from the 500 u/l range. Ldh peaked at 1543 u/l. The patient was placed on heparin on admission and antixa testing. Previously, the patient had been monitored as of (B)(6) 2016 with power spikes to 11; ldh steadily rising and fluid retention. On (B)(6) 2016, the patient reported amber urine with power up to 10 overnight and ldh had remained high from 849 u/l to 929 u/l. On (B)(6) 2016, ldh level was at 1101 u/l with plasma free hemoglobin 16 ¿ 28 and on (B)(6) 2016, speed was decreased to 8800 from 9200 and power down to 6. On 05/02/2016, ldh was up to 1600 u/l and power spike to 9 the following day. The patient received a pump exchange on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
Device thrombosis was confirmed through analysis of the returned pump. Examination of the outlet stator revealed a dark red, fixed deposition. The deposition's lack of laminated layering indicates that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor however, suggest that it was likely present while the device was supporting the patient. The evaluation could not conclusively determine the specific origin of the deposition, the specific cause for its development, or timeframe for which it was present in the pump. The deposition would have potentially contributed to the reported patient symptoms. Additionally, the depositions could have created additional resistance on the spinning rotor, potentially contributing to the reported pump power elevations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.